Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Customer's blood glucose ranged between 275-303mg/dl.